Event description:
During a follow-up, upon interrogation, an alert for the elective replacement indicator (eri) was displayed. The device was explanted due to suspected premature battery depletion, but it is unknown if it was replaced. The patient was stable with no adverse consequences. Additional information was requested but never received.